Manufacturer narrative:
Customer tested the sample on another galileo using the same reagents and received the expected reactions. The presence of the d antigen was confirmed on retention capture-r ready-screen (I and ii), lot w133. Retention products performed as expected. The customer did not submit products or samples for testing. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative antibody screen reactions with a pt sample using capture-r ready-screen on the galileo; a sample containing anti-d was not detected.